Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown screw. Lucency surrounding the screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: larson, t., stern, p., (2014), reduction and association of the scaphoid and lunate procedure: short-term clinical and radiographic outcomes, journal of hand surgery, 39 (11), 2168-2174 (USA). A retrospective review was performed on 7 patients with an average follow-up of 38 months. All patients were men, with an average age of 41 years (range, 20 ¿ 62 years) at the time of surgery. These patients underwent a surgical stabilization of reduction and association of the scaphoid and lunate bone. A 3.0mm cannulated headless compression screw set was used to perform this procedure. Four of the five failures required screw removals due to progressive lucency surrounding the screw. This is report 1 of 2 for (B)(4). This report is for an unknown screw.